Event description:
I've had severe fat loss on my face and neck where thermage was performed. This radio frequently device was supposed to lift sagging skin and help me look more youthful it caused fat loss, sagging skin, facial pits/scars, hyperpigmentation and very dry eyes.